Manufacturer narrative:
The vessel sealer extend instrument has not been returned to intuitive surgical inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument would not seal. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. At this time, it is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication procedure, the vessel sealer extend instrument was not sealing. It was stated that the instrument did work for a short period of time but then stopped sealing. The instrument was replaced with another vessel sealer instrument to complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.